Manufacturer narrative:
The exact date of event is unknown. The best estimate is between (B)(6) 2019 and present date. If explanted, give date: not applicable, the lens remains implanted to date. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
A male patient was implanted with an intraocular lens (iol), model pcb00 in the left eye (os) on (B)(6) 2019. The patient indicated that his visual acuity and contrast are great, that he has no problem at all driving at night and has no halos/glare issues. However, when the patient moves his eyes, he has vibration, things go up and down which lasts about a quarter of a second (moving eye often see in visual field shaking or a vibration in left eye). The patient indicated that the symptoms are debilitating/ bothersome which interfere with his daily activities performance. The patient reported to be bothered more when he is at the sun, that on cloudy days or at nights, his vision is great, and his symptoms disappear. The patient has a competitor¿s lens in the right eye (od) and has no issues with that eye. The patient is under the impression that his doctor did not do any wave aberrometer measurement of his eye. The patient speculates that the negative spherical aberration in his eye which is due to the sclera lens was not taken under consideration by his surgeon as he did not do a wave aberrometer measurement and the issue could be due to that. The patient has considered getting a 2nd opinion to see if he needs to change his sclera lens or if the only option would be to explant the pcb00 lens for another lens. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
In review, it was noted that the "device manufacture date" was inadvertently not entered in the initial MDR report; therefore, it has been captured in this supplemental report. The following field was updated accordingly: device manufacture date: 5/18/2019. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specification. A search in complaint system revealed one (1) other complaint has been received for this production order number. There was no product quality deficiency identified in this other complaint. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.